Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, the pump¿s placement signal alarmed intermittently, with readings fluctuating between high and low. Placement monitoring alarms were disabled due to the unreliability of the signal. Imaging confirmed that the pump was in the correct position. Pump support continued without interruption, and there was no reported harm to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The product was not returned. As per clinical, placement signal was intermittent and fluctuating and the placement monitoring was disabled with unreliability of the signal. Pump was verified to be in good position. Data logs were reviewed and several impella position unknown and false impella in aorta alarm are observed. The 5s is having poor fluctuating trend with spiking placement signals during entire case at p-7. Previous pump used also had several impella position unknown and false impella in aorta alarm per log review. The root cause of the optical signal issue was most likely patient condition related with several impella position unknown alarms and false aorta alarm based on log and clinical review. All pertinent information available to abiomed has been submitted at this time.